Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: eringa desc 50ml s/ag bico cat bd ref (B)(4), lot 4214885. Customer reports that the syringes used in the production of enteral diets have dirt on them. Is there any impact on patients? If so, please explain in detail. No, the syringe was never used. Can you confirm the date of the event? 25/01/2025. Can you confirm the number of occurrences? One occurrence in 1 of the units purchased.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 303553 and lot number 4214885. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.